Event description:
It was reported by the affiliate that when (1) pmw35 skin stapler was used during an unknown procedure the staples would not release from the anvil housing. Another device was used to complete the case with no consequence to the patient.